Event description:
It was reported that the patient experienced cardiac tamponade, pericardial effusion, perforation of the right atrium, and hypotension. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. The physician was attempting transseptal. Radio frequency (rf) was applied three times to notice rf bubbles in the left atrium with intracardiac echocardiography (ice) guidance. There was a resistance felt with the wire. Once it was in the left atrium, it was noted to be kinked. A protrack wire was opened and inserted to exchange for the faradrive sheath. Once the faradrive catheter was inserted into the heart, a significant drop in blood pressure was noted and a cardiac tamponade/pericardial effusion was noted on ice around the right ventricle. The procedure was aborted at this point. An open heart surgery was performed to close a puncture to the right atrium. The patient was noted to be doing well after the surgery. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.